Event description:
On (B)(6) 2013, the pt stated that she has been off v.a.c. Therapy "for awhile" and on a dated not provided, alleged developing a 23cm abscess and osteomyelitis due to retained foreign material alleged to be v.a.c. White-foam dressing. The pt inquired if v.a.c. Foam is detectable on x-ray because she wanted to ensure that all of the foreign material had been removed. On (B)(6) 2013, the following information was reported to kci by the nurse: on (B)(6) 2012, upon performing an incision and drainage of an abscess, a foreign material was discovered, and sharp debridement was required for removal. The nurse stated the pt developed osteomyelitis but did not provide any additional information.

Manufacturer narrative:
The nurse alleged that the foreign material alleged to be v.a.c. White-foam dressing contributed to the pt's development of an abscess and osteomyelitis. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c white-foam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam were removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.